Manufacturer narrative:
A field service engineer (fse) upon inspection of the instrument, isolated the leak to a cut from diff e-lyse (erythrolyse reagent) tubing at the connection to the bsv. The fse trimmed and reattached the diff e-lyse tubing, resolving the small leak. Additionally, tubing through valve pv42 was replaced due to an air leak. The instrument was then verified by running controls and reproducibility and mode to mode, meeting published performance specifications. (B)(6).

Event description:
The customer reported a contained leak of less than 1 ml from the blood sampling valve (bsv) of a coulter hmx hematology analyzer; additionally, the customer indicated that there was an overflow from the red blood cell (rbc) bath and that the hemoglobin (hgb) on controls was low in addition to abnormal ii control differential vote outs (non-numeric results). The customer was wearing personal protective equipment (ppe) consisting of a laboratory coat, gloves and goggles when the leak was discovered. There were no erroneous results generated; neither death nor serious injury or change to patient treatment associated with the event.